Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported, "patient sent an email to a stryker.com address - "I¿ve had both shoulders totally replaced. The glenoid in the right shoulder came loose and tore apart causing extensive damage to the tissue and bone surrounding the prosthetist. The surgery to repair it included adding cadaver bone and replacing the ball on the ulna spike, this has been an excruciatingly painful two years, I think you need to be make aware of the harm you have caused with this faulty medical device".